Manufacturer narrative:
Based on the limited information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as reported. Bard/davol products are provided sterile to the customer. There is no information reported that would indicate a problem with the phasix st mesh used to treat the patient. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that 6 weeks post implant of a bard phasix st mesh the patient developed an infection. As reported the patient developed pockets of fluid (pus) above the phasix st mesh. As reported this is a complex patient with a history of prior bowel issues.